Event description:
Events occurred during administration of two influenza vaccines (adult and pediatric dose). Rn connected needle to the hub of vaccine and primed. There were no apparent issues with the vaccine during this activity. As the rn administered the influenza vaccine, the vaccination squirted out of the needle hub and ran down the patient's skin. Rn visually inspected set-up, connections were appropriately tight. There were no visual defects with the vaccine or needle. This is two events that happened back-to-back in the clinic. The clinic has removed this product from supply and is switching to a different manufacturer. The patients needed to be re-vaccinated.